Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2yhtb); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that about a month ago they felt like the lead wire might be kind of loose and going over toward the crack of their buttocks. Agent asked the patient if they had any falls prior to noticing that, to which they replied, "not really." The patient said they have an appointment with their health care provider (hcp) on (B)(6) 2025 and asked if it was possible for a representative (rep) to meet them at their hcp's office. Agent reviewed role of a rep and redirected the patient to their hcp to further address the issue.